Event description:
Caller reports the patient tested 6.1 inr on the coaguchek xs system and 4.1 inr on a comparison lab. No treatment information provided. No adverse event reported. Requested return of suspect system and replacement sent.